Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable. This is the first of two reports from this facility. (B)(4).

Event description:
A technician reported that multiple knives were dull during surgeries. Patient involvement and patient impact information is unknown. Additional information received confirmed that there was patient involvement, but no impact to any patient. Additional information is confirmed to be unavailable.